Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA .

Event description:
It was reported that the patient alleges that the treatment recommendations provided by the blood glucose monitor could be affected by inaccurate results showing in the device history. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.